Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that drops of insulin were not observed coming from the cartridge tubing during the priming process. The customer loaded a new cartridge to resolve the issue. Blood glucose was 200 mg/dl.